Event description:
It was reported by service report that the cot will not extend up or down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: customer will replace unit.